Manufacturer narrative:
(B)(4). This lot was manufactured february 26, 2015 to february 27, 2015. The device was received for evaluation. Visual inspection was performed and particulate matter was observed within the device. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a fiber in a small volume intermate. This was noted before patient use. The device was filled with colistimethate. There was no patient involvement. No additional information is available.